Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the balloon temperature was insufficient; no decrease in temperature, however, the catheter shaft was much cooler than expected (shaft freeze) and the polarx could not advance over the polarmap. During a cryoablation procedure a polarx fit balloon catheter was selected for use. The catheter balloon was not cooling well, even after re-warming. Additionally, the polarx could not advance over the polarmap. The devices were withdrawn and the polarmap was able to move freely. Upon re-insertion and attempt to isolate the pulmonary vein, the balloon temperature did not decrease as expected. It was observed that the shaft of the catheter had become much cooler than expected. Per the physician, the catheter was completely frozen, but not cold enough to cause frostbit when touched. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
A polarxfit was received for analysis. The device was received with a polarmap fully inserted. The device was visually inspected, and no physical damage or defects were noted. During functional testing, the device was connected to the smartfreeze system to recreate the temperature issue. A 120-second ablation was completed with no error messages displayed. The temperature was monitored throughout the ablation and temperature values were nominal. X-ray imaging showed that the thermocouple weld was intact and operating normally. Mechanical testing was performed with the returned polarmap device to recreate the difficult to advance issue. The device was met with little to no resistance when inserted and withdrawn into the returned polarx device. Product analysis did not confirm the reported events because these failures were not able to be reproduced, and the device presented no issues.

Event description:
It was reported that the balloon temperature was insufficient; no decrease in temperature, however, the catheter shaft was much cooler than expected (shaft freeze) and the polarx could not advance over the polarmap. During a cryoablation procedure a polarx fit balloon catheter was selected for use. The catheter balloon was not cooling well, even after re-warming. Additionally, the polarx could not advance over the polarmap. The devices were withdrawn and the polarmap was able to move freely. Upon re-insertion and attempt to isolate the pulmonary vein, the balloon temperature did not decrease as expected. It was observed that the shaft of the catheter had become much cooler than expected. Per the physician, the catheter was completely frozen, but not cold enough to cause frostbit when touched. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis.